Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was unknown. The customer was treated with intravenous in the emergency room. The customer stated that they had symptoms such as feeling feverish and kidney pain. The insulin pump will be returned for analysis.